Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the cause of the reported issue was that the sternum socket was spread open in a cable-mounted plug connector, designator p503. As a result, there was an electrically open contact at a pcb-mounted jack connector, designator j503, on the analog pcb assembly. The open connection led to a constant "connect electrodes" message. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that during a patient event their device would not detect the patient through the defibrillation electrodes. The patient a female (B)(6) was found collapsed from a heart attack. The patient down time was unknown. When the customer arrived on the scene they were unable to detect the patient when the defibrillation electrodes were connected. The defibrillation electrodes were unplugged from the first device and plugged into a back-up device that was readily available. The back-up device operated properly and did not detect a shock-able ECG rhythm. There was minimal delay between the first device and the back-up device. The patient did not survive. The customer, a health care professional determined that the device use did not contribute to the patient outcome; because there was minimal delay between the use of the first device and the back-up device, and the patient did not have a shock-able ECG rhythm.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.